Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a device. A visual inspection of the returned photo noted that the handle can be seen in its respective packaging. No device abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic anterior rectal resection, when detaching the rectum, the device would not fire. The green button was pressed but the handle could not be squeezed. The handle was replaced to resolve the issue. There was no patient injury.